Event description:
It was reported that the pta balloon catheter was difficult to remove through the sheath; therefore, the catheter and sheath were removed together as a single unit and access was lost. Pt underwent a secondary medical intervention to gain a new access site.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the MFR for eval. The investigation is currently underway.